Event description:
A malfunction was reported on the pump, displaying a fault code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur, allowing the customer to resume insulin delivery and sensor session.